Event description:
The wound protector tore during the case resulting in loss of co2 pneumo. Wound protector was replaced and case proceeded without any patient harm. Rep aware and placing a complaint with applied medical.